Manufacturer narrative:
The instrument has not yet been returned to life spine; therefore, it is not possible to determine the root cause of the reported tip failure. Based on the description of the reported event, it is likely that a fracture occurred around the revolve cut that houses the retention c-clip, this region has the thinnest cross-sectional area to distribute applied loads. Based on the limited description of the reported event and that the device has not been returned, it is likely an excessive, off-axis load cause excessive stress on the distal tip, ultimately leading to its fracture.

Event description:
It was stated that, "one of the drivers sheered off into the set screw during the last case, but they were able to retrieve all parts so no patient impact."